Manufacturer narrative:
Block d2b: additional pro code qon. Block g4: additional premarket/ 510 (k) p190006. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. A risk review was completed using the rechargeable snm ipg hazard analysis and confirmed that the events of infection and pocket erosion (including breached skin) were defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. The reported patient symptoms are known risks associated with this device type and indicated as such in the instructions for use. Based on the information available, the conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this implantable neurostimulator (ins) that the implant dehisced through the skin. During the initial implant of this device, the patient had difficult wound healing; however, the wound eventually healed. Later on, the patient experienced erosion at the implant site. The device was explanted, and the patient was treated with antibiotics for infection. No further patient complications were reported.